Manufacturer narrative:
A review of lot c324 was conducted. This lot met release requirements. There were no nonconformances related to the nature of this complaint. Trends were reviewed for complaint categories, drive tube leak/break, and accelerometer system alarm and no trends have been detected for these complaint categories. CAPA (B)(4) has already been initiated to investigate drive tube leak/breaks. The assessment is based on information available at the time of the investigation. The kit was discarded by the customer; therefore, it could not be determined if the product met specifications. Service order feedback is still pending at the time of this report. A final report will be submitted when this report is received. (B)(4).

Event description:
Customer called to report a drive tube break after 165ml processed. Customer reported she received an accelerometer alarm prior to the break, and reset the alarm. After continuing the treatment, the drive tube broke. Customer stated the top drive tube bearing came out of the bearing retainer clip. Centrifuge has blood spill. Customer requested service to clean and inspect the instrument. Service order (B)(4) was dispatched. It was reported that the customer will dispose of the kit.